Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 7th april, 2022 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the slip ring was rusted. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the slip ring was rusted. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since rust occurrence could be considered as technical deficiency, and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the subject matter expert at the manufacturer, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (user manual for powerled 01581 rev. 09, pages 35-36) avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance to lubricate some parts of device (maintenance manual for powerled 01582 rev. 8, page 254). To prevent any safety issue the user manuals or IFU mention the daily checks which must be performed by the user (user manual for powerled 01581 rev. 09, pages 20-22). The manufacturer recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.